Event description:
The manufacturer received information alleging a ventilator would not function. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will b submitted when the manufacturer's investigation is complete.